Event description:
On (B)(6) 2010, cde calling on pt's behalf to report recent elevated blood glucose. Nurse stated pt's elevated blood glucose was the result of pt error, not due to the infusion device. On call back, cde reported she was called to assist pt who was admitted to the hospital on (B)(6) 2010 for hyperglycemia. Cde stated pt's paperwork indicated he was receiving 'hi' on his blood glucose meter and called 911. Cde reported the emts also received 'hi' on their meter and the blood work in the ER indicated the pt's blood glucose was 700 mg/dl. Cde stated the pt informed her this evening that on (B)(6) 2010 "he discovered he did not have a good site." Cde reported pt stated he was not at home and did not have extra supplies with him to change his infusion site. Cde stated pt told her his infusion site had been disconnected/dislodged when he was sleeping. Reviewed infusion device error history. Cde stated pt may not have been aware of disconnected/dislodged infusion site until meter read 'hi'. Cde reported she did not think there was a leak in the system. The infusion device clock was not correct as pt had not changed it for daylight savings time; cde to correct. Cde stated pt's basal rates were several 10ths off what had been advised; cde corrected these this evening. Cde reported pt does not know how to calculate his bolus amounts based on carb counting; instead, they have it based on 1.0 unit of insulin per "food item." Cde stated she feels infusion device is functioning properly and pt needs monitoring and re-training. Cde reported she will assist pt in setting his backup infusion device and back on pump therapy prior to being released from hospital. Submitted request for assistance from trainer. On (B)(6) 2010, company rep reported being in conversation with clinical specialist and they will follow up with pt's training on (B)(6) 2010. Company rep reported pt was released on (B)(6) 2010 and has had no concerns with infusion sites or occlusions since being home and glucose is decreasing. Pt's normal blood glucose range is not known. Company rep stated pt was in class and his meter reading was 'hi' several times and his instructor called 911. Company rep reported pt stated he was treated with insulin IV and insulin injections; though his blood glucose was 174 mg/dl when released from the hospital. No product return was requested.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (h10e28032), with no defects noted. The root cause of the peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem. As the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.

Event description:
In 2008, the patient began peritoneal dialysis (pd) treatment. On (B)(6)2010, the patient developed peritonitis and was hospitalized on an unreported date in (B)(6)2010. While hospitalized, a peritoneal effluent culture was performed which revealed enterobacter. In (B)(6)2010, the patient was treated with oral doses of cipro. While hospitalized in (B)(6)2010, pd therapy was discontinued, the pd catheter was removed, and the patient was started on hemodialysis. In (B)(6)2010, the patient was discharged from the hospital. The reporter stated that in (B)(6)2010, the events of nausea, diarrhea and the manifestations of peritonitis (cloudy effluent and abdominal pain) resolved. At the time of this report, the patient remained on hemodialysis. Further medical history included draining pull, (B)(6)2010 (B)(4); pulling pain, (B)(6)2010 and cramping pain, (B)(6)2010 (B)(4); bacterial peritonitis with culture positive for (B)(6), 2010 and cut right through the tube in 2010, (B)(4); and peritonitis, diarrhea and nausea in (B)(6)2010 (B)(4). Concomitant medications included insulin. The reporter did not provide an opinion of causality. Per (B)(4), the following suspect lot number has been shipped to the home patient:(B)(4)